Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the locking mechanism was damaged which caused the smoking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that the motor device was smoking. The event was not reported to have occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.